Manufacturer narrative:
Additional follow-up was performed to ask for the mouthguard back, but the mouthguard has not been returned at the time of this report. As the mouthguard was manufactured per patient's prescription (rx), there was no stock product available; however, the material lot was available for review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were also performed on a similar thermoformed device. It was found that the thermoformed device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. If the reported mouthguard would be returned in the future, an investigation would be proceeded accordingly. This incident is being monitored, tracked and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. Date of event was advised to be some time in (B)(6) 2018. Follow-ups were made to ask for product return; however, product has not been returned yet. Once the product is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing comfort hard bite splint mouthguard. The patient experienced the reaction after using it on the first night. The tissue on anterior region of the maxillary was described as "color" and "raised bumps". The reaction lasted only 2 hours after the patient stopped using the mouthguard. The patient did not require any treatment for the reaction. The doctor did not make any adjustment to the mouthguard. The patient is allergic to penicillin and sulfa-containing drugs. For pre-existing conditions, the patient has type 2 diabetes (taking metformin) and hbp (taking lisinopril).